Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot and part numbers were not provided. A conclusive cause for the difficulties listed can not be determined based on the limited information available. The patient effects listed are consistent with the product risk profile and are therefore expected.

Manufacturer narrative:
Date of event, diagnosis, and implant: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Article: use of bioresorbable vascular scaffold technology in treating coronary bifurcation lesions: a report about long-term clinical results and review of available literature.

Event description:
It was reported through a research article identifying absorb scaffolds that may be related to the following; coronary artery bypass grafting, re-interventions/re-vascularizations (ischemia-driven if related to repeat admission with chest pain, electrocardiogram changes), myocardial infarction, stenosis and scaffold thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled "use of bioresorbable vascular scaffold technology in treating coronary bifurcation lesions: a report about long-term clinical results and review of available literature".